Event description:
It was reported that the screw fractured inside the implant. Customer ordered removal tools and requested screw replacement. No further impact to patient. No medial history reported site number 4.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
H10: additional narratives/data zimvie received one screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.